Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom was reported via phone call that, the customer had low blood glucose of 50 mg/dl. Mom stated that, the insulin pump was not working and her kid become sick as blood glucose was out of control. Customer also reported the no delivery alarm blood glucose was 300 mg/dl. Customer tried bolus and got no delivery alarm. Customer reported that, the insulin pump was broken and customer just replaced the insulin pump and blood glucose went to 380 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.